Event description:
The customer reported a coulter lh 750 hematology analyzer generated errors that indicated the backwash tank was not full. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined pinch valve vl107b was broken and replaced the part to resolve the errors. Afterwards, the instrument began to generate diluter 2 errors while running samples. The fse determined a pressurized diluent line in the back of the analyzer was loose, which caused it to spray the diluter 2 card. The leak was contained within the instrument. The fse was wearing a lab coat and gloves when the leak was found. There were no reports of direct contact with the leak. There was no impact to patient results and patient treatment was not affected in connection with this event.

Manufacturer narrative:
The fse reattached the disconnected tubing to resolve the leak and replaced the diluter 2 card which had been damaged during the leak. (B)(4).